Event description:
The event was reported via the excellent study, the 73-year-old male patient with a history of atrial fibrillation and previous ischemic stroke, presented with a witnessed stroke on (B)(6) 2024 at 11:20 hour. The patient was presented to the treating hospital on (B)(6) 2024 at 12:09 hour. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nihss score was 17 and the modified rankin score (mrs) was ¿0-no symptoms.¿ the patient underwent an endovascular mechanical thrombectomy procedure on (B)(6) 2024. A 132cm embovac 71 aspiration catheter (ic71132ca / 31191776) was used. The first pass was made via direct contact aspiration device alone targeting an occlusion in the right carotid t with clot retrieval in the aspirate. The pre-pass mtici score was 0. The post-pass mtici score was 0. The second pass was made was made via direct contact aspiration device alone targeting an occlusion in the right carotid t with clot retrieval in the aspirate. The pre-pass mtici score was 0. The post-pass mtici score was 2b. A third pass was made via a 4.0 x 42 tongqiao jiaolong (tongqiao medical) targeting an occlusion in the right m1 with clot retrieval in the stent retriever. The pre-pass mtici score was 2b. The post-pass mtici score was 2c. A fourth pass was made via a 4.0 x 42 tongqiao jiaolong (tongqiao medical) targeting an occlusion in the right m1 with clot retrieval in the stent retriever. The pre-pass mtici score was 2c. The post-pass mtici score was 3. The patient¿s 24-hour post-procedure nihss score was 12. It is unknown if there were any intraoperative study device deficiencies. On (B)(6) 2024, the patient experienced an adverse event: hemorrhagic in the right basal ganglia. The event was made known to the site on 15-nov-2024 and to the sponsor on (B)(6) 2024. The principal investigator (pi) assessed this event as not serious, mild in severity, and as not related to the embotrap study device, not related to the embovac large bore catheter, not related to the cereglide71, but probably related to the primary procedure. The event was treated with medication. The outcome is recorded as ¿recovering/resolving,¿ with no end date listed. The patient was discharged to another hospital on (B)(6) 2024, with an nihss score of 7 and a mrs score of ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance.¿ no further information was made available at the time of this review. Modified information was received on (B)(6)2024. The severity of the reported adverse event ¿hemorrhagic in the right basal ganglia¿ was updated from ¿mild¿ to ¿moderate.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth and gender were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31191776) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Cerebral hemorrhage is a known potential complication associated with the use of the embovac catheter and is listed in the instructions for use (IFU) as such. There was no alleged quality issues related to the used device, as the device performed as intended. There may be patient, procedural, and pharmacological factors that may have contributed to the event with no indication of a device malfunction or defect. The event of ¿hemorrhagic in the right basal ganglia¿ was assessed by the pi as unrelated to the embovac large bore catheter but probably related to the primary surgical procedure; however, since the embovac large bore catheter was used during the procedure, the correlating relationship between the event to the used device as a contributing factor cannot be ruled out entirely. Additionally, the event required medicinal treatment. The severity/impact to the patient is unknown. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional information received on 17-dec-2024. [Additional information]: on 17-dec-2024, additional information was received. Per the information, the hemorrhage was not in the area where the study device was used. There was no vessel injury / trauma. The principal investigator thinks that ¿the adverse event formation may be due to hemorrhagic conversion after a primary stroke.¿ there were no intra-operative device performance issues related to any of the study devices. Per the additional information received on 17-dec-2024, the cerebral hemorrhage was not in the area where the study device was used. Additionally, the pi attributed it to ¿hemorrhagic conversion after a primary stroke.¿ based on this information, the reported hemorrhagic in the right basal ganglia no longer meets us FDA reporting criteria. The file will be re-reviewed if additional information is received at a later date. The reportability of the file was also reassessed. Based on the information provided, the event no longer meets no longer meets usfda medical device reporting criteria.